Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Femoral preparation of bone on lateral condyle did not match posterior chamfer cut. Cementless femur was removed and new femur was cemented on.

Manufacturer narrative:
This cutting guide complaint is to be cancelled as it has been identified that the surgery was a robotically assisted surgery. MFR 3005985723-2018-00213 has been initiated to investigate the mako robotic system involved.

Event description:
Femoral preperation of bone on lateral condyle did not match posterior chamfer cut. Cementless femur was removed and new femur was cemented on.